Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ablation in the left ventricle using radiofrequency (rf) energy with the sphere catheter, a small steam pop occurred that was visible on intracardiac echocardiography (ice) but inaudible. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files, videos and the afr-00001 with lot number 0013152212 were returned and analyzed. The log file retrieved from the field was reviewed. The image and video files returned from the field were reviewed. Primary_00 video showed initial startup. Primary_01 video showed mapping of the heart. Primary_02 video showed the heart was getting ablated. Primary_03 video showed the heart was getting ablated. Primary_04 video showed the heart was getting ablated. It can be observed on primary_03 video that the temperature/impedance had significant spikes. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency (rf) and pulse field (pf) ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. An optical inspection of the lattice structure was conducted, and no blockage was found on the nozzle in zone 1 of the catheter. The uson tester was used on the catheter to check for air flow. The occlusion test passed. In conclusion, the reported issue (steam pop) was not confirmed through data analysis. It was plausible that the user experienced a steam pop during lesions where the temperature/impedance had significant spikes. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.